Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 41 mg/dl. Customer was treated with (B)(6). Customer stated she knows why her blood glucose was low because she didn't have her meter and kept taking insulin because sensor was reading so high so ended up low.